Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, an insulation anomaly was noted on the atrial lead. The lead was repaired and remained implanted. Electrical measurements were stable. No patient symptoms were reported and the patient was discharged.